Event description:
It was reported that this unknown right ventricular (rv) lead exhibited high pacing thresholds. Other electrical parameters were stable and in range. No evidence of fracture on x-ray. The physician elected to explant and replace the lead. Once explanted, fibrosis was noted on the screw of this rv lead. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.